Manufacturer narrative:
This report is submitted on april 04, 2022.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on june 23, 2022.